Manufacturer narrative:
Complaint confirmed, all three drive features were twisted. One of the three was also broken and missing about 1/8 in. It is stated no torque indicating device was used, which is recommended to prevent damaging the device. A likely cause of the event is continually applying torque.

Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, all three drive features were twisted. One of the three was also broken and missing about 1/8 in. It is stated no torque indicating device was used, which is recommended to prevent damaging the device. A likely cause of the event is continually applying torque.

Event description:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, all three drive features were twisted. One of the three was also broken and missing about 1/8 in. It is stated no torque indicating device was used, which is recommended to prevent damaging the device. A likely cause of the event is continually applying torque.